Manufacturer narrative:
(B)(4). Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. The batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances, as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that prior to a lap nissen procedure, the device would not pass the pre-test. They finally changed to a new one to continue with the procedure. Device not involved with patient.